Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the zoom did not work smoothly due to damage to the zoom charged coupled device unit. The bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. The indication of the scope connector was peeled and there were scratches noted throughout the device the universal cord had a wrinkle and the electrical connector had discoloration due to water leakage. The paint on the scope cylinder and air/water cylinder was peeled. The water removal ability and air supply volume did not meet standard value due to clogging of the nozzle. The image had a partial dark area due to a scratch on the objective lens. It was noted that the device was cleaned correctly prior to being returned and there was no delay in the start of precleaning. The customer could not identify the cause of the foreign objects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: based on the obtained information, the cause of the foreign material remaining was unable to be specified. A definitive root cause of the foreign material clogging the nozzle could not be identified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lusera colonovideoscope had malfunction of zoom. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.